Event description:
It was reported to (B)(6) medical care that these dressing are tearing the skin when we use to remove them from cvc site. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).